Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 21mmol/l. Troubleshooting was performed. The customer stated that insulin flow block and possible under delivery. It was found that the customer has treated the high blood glucose event by staying in the hospital. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was active. The customer stated symptoms such as vomit, shaky, and diabetic ketoacidosis. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, broken belt clip rail, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 02-sep-2023 in the pump history file. 09/02/2023 02:39:24.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 3.075, bolusamountdelivered = 3.075. 09/02/2023 03:43:39.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 1.725, bolusamountdelivered = 1.725. 09/02/2023 17:47:13.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.025, bolusamountdelivered = 5.025. 09/02/2023 20:41:08.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 4.225, bolusamountdelivered = 4.225. 09/02/2023 22:17:17.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 3.275, bolusamountdelivered = 3.275. Please see below for the daily total of all insulin delivered on the event date 02-sep-2023 in the pump history file. 09/03/2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = 09/02/2023 00:00:00.000, dailytotalofallinsulindelivered = 32.375, dailytotalofbasalinsulindelivered = 15.05, dailytotalofbolusinsulindelivered = 17.325. There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended alarm listed on the event date 02-sep-2023 in the pump history file. 09/02/2023 03:35:22.000 insulindeliverystopped, reasonforinsulindeliverysuspension = user suspended. 09/02/2023 05:20:14.000 insulindeliverystopped, reasonforinsulindeliverysuspension = user suspended. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 02-sep-2023 in the pump history file. 08/28/2023 09:06:01.000 alarmalertnotification, faultnumber = low battery alert (104). 08/28/2023 09:08:07.000 batteryremoved. 08/28/2023 09:08:07.000 alarmalertnotification, faultnumber = battery removed (84). 08/28/2023 09:08:22.000 batteryremoved. 08/28/2023 09:08:26.000 batteryinserted. Earliest power data available per the power management tool/detail trace file is on 9/27/2023 9:41:00 pm. There was no power data available for the date of 08/28/2023. Unable to check power data for low battery alert. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) - unknown. The pump passed the functional testing. Unable to confirm alleged high bgs and high ketone. Possible under delivery anomaly not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.